Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter stated that a patient received discrepant results when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested using the meter, resulting with a value of 3.6 inr. Within 7 hours, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.5 inr. On (B)(6) 2019, a sample from the patient was tested using the meter, resulting with a value of 3.1 inr. Within 7 hours of this meter test, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.2 inr. The reporter believes that the patient's coumadin dose was changed based on the meter results, but cannot say for sure. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment based on the meter results. The patient's current condition is stable. The patient's therapeutic range is 2.5 - 3.5 inr.